Event description:
An arterial blood gas was run at 0035 10/24/96, but blood gas data management system printed the prior result on that specific pt, which had been actually run on 10/23/96 at 2325. MFR followed up by doing a complete upgrade on computer system, no further occurrences, continues to monitor.